Event description:
(B)(4). It was reported that a visum 300 light has a broken brake cover. After further investigation, it was determined that the keeper clip was not installed properly. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Attempts were made to determine the serial number for the device; however, this information was not obtained from the customer. Device was evaluated via biomed and quality engineer through telephone troubleshooting. Evaluation summary: after further investigation via the biomed at the account, it was determined that the light head would not stay in place, and thus the biomed staff at the account continually tightened the brake screw thinking that the brake screw needed to be tighter in order to hold the light head in place. When tightening this screw, it cracked the collar cap. Through further investigation via the biomed it was determined that the true root cause of the light head not staying in place is due to a keeper clip not being installed properly. The keeper clip is a critical component that holds the light head to the spring arm of the assembly. If the keeper clip is missing, then the light head can fall at any moment. This product is shipped to the customer with instructions enclosed on how to put the product together (installation instructions). It is likely that this hospital did not assemble the product as per the instructions therefore not having the keeper clip installed properly. This type of malfunction poses a potential serious risk to a pt if the light head were to become detached from the spring arm and fall. However, this specific malfunction was identified prior to a procedure and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.